Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump alarmed unexpected restart. She stated that she had training on the device that day but that the insulin pump became stuck on the rewind sequence. She noted that the insulin pump had been stored or not in use for an extended period of time and was advised to monitor the device. The customer's blood glucose was over 400 mg/dl, which she stated was due to her pain levels. She advised that she treated with a manual injection. She stated that she was not on the insulin pump any longer. She was assisted with setting the time on the device.